Event description:
According to available information, this device required replacement due to no longer working. A broken tube was observed on the explanted device. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on the longer exhaust tube and the inlet tube of the pump. Partial separations were noted on the shorter exhaust tube and the inlet tube of the pump. These were not sites of leakage. A separation was noted on the longer exhaust tube of the pump at the strain relief junction. This is a site of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.